Manufacturer narrative:
The patient's attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient; therefore, an unknown complaint is being entered. Additional information has been requested but not yet received.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain and injury. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.